Event description:
After the surgery, it was noted that the lag screw was backed out. Another surgery was done to remove the lag screw and anti-rotation screw and replaced by another lag screw with artificial bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.